Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device log confirmed the customer report, where a charge attempt shortly after power-on resulted in defib fault, but recovered following a power cycle of the device. The device successfully delivered a 150j shock, indicating appropriate operator response and recovery. Internal inspection and full functional testing found no faults to the device. The device passed all extensive testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib fault 72" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.